Manufacturer narrative:
It was reported that following insertion the patient experienced pain and infection.

Manufacturer narrative:
Date sent to FDA: 10/17/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted.  It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention, (B)(4). It was reported that the patient underwent mesh revision on (B)(6)/2016 under dr. (B)(6) at (B)(6) due to adhesion.